Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy in the rectum area, the device was not able to fire. The surgeon was able to press the green button but not able to squeeze the handle. There was a cracking sound heard from the gear. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.